Event description:
Customer received a result of 547 mg/dl on nano system 1, and a result of 100 mg/dl on nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.